Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Multiple follow attempts were made by tandem customer technical support (cts), however, no response was received by the customer. There was no reported adverse impact. No additional information was provided. Ultimately, the customer reverted to an alternate form of insulin therapy.